Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements greater than 145 ohms on this right ventricular (rv) channel. The device had reached end of life (eol) few months back and upon interrogation a code 1005 was noted. Subsequently this device was explanted, and a new device was successfully implanted. This lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).